Event description:
It was reported that there was an error 113 (reduced water temperature control) and low flow in an arctic sun device. Per follow up information received via email on 17jul2024, device would be repaired in the hospital by crs. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. The reported product number is sold ous. The UDI number for this product is not available. The complete initial reporter phone number is (B)(6). The complete initial reporter customer name is (B)(6) department of medical technology. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an error 113 (reduced water temperature control) and low flow in an arctic sun device. Per follow up information received via email on 17jul2024, device would be repaired in the hospital by crs. Once done, paperwork would be uploaded to smx so could see what was done to solve the problem. No patient involvement.